Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the right atrial (ra) lead exhibited far field r-wave (ffrw). T-wave oversensing (twos) was also noted. The right atrial (ra) lead was reprogrammed and both the ra and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.